Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple temperature alarms occurred after the pump was dropped. The pump was not exposed to extreme temperatures and the alarms would not clear. Customer's blood glucose was 190 mg/dl. Customer had manual injections available as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.